Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide has instructions in the troubleshooting section (emergency disconnect procedure) for the steps to properly disconnect from cycler during an emergency. It also gives instructions on how to reconnect to therapy after properly disconnecting. A formal review of the product family labeling will be conducted. Should additional relevant information be obtained, then an additional report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain cycle two of four of peritoneal dialysis (pd) therapy. The patient indicated that they did not press stop before disconnecting from the set. The patient stated that they then reconnected. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.